Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/delivery, excessive no delivery test due loose drive support cap and detached end cap. No time/clock anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap has come loose and the time keeps losing minutes time clock anomaly. Customer states the loss is greater than 3 minutes within 10 days. Customer states loss is greater then 9 minutes within 30 days . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.